Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 431 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting but the customer felt that there were no issues with the device. The customer was not able to run a high pressure test at the moment. The customer did not return the product back for analysis.